Event description:
Complainant alleged that the medics were attempting to monitor the heart rhythm of a pt who was in full cardiac/respiratory arrest, using pediatric multifunction electrodes with the device, but the screen displayed a "poor pad contact" error message. The medics then immediately attached ECG electrodes to the pt and monitored the pt's heart rhythm in lead 2. The ECG indicated that the pt was presenting an asystole heart rhythm. The pt's heart rhythm was monitored throughout the transport to the hospital. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the pt presented an asystole heart rhythm throughout the transport. The complainant indicated that the used electrodes were inadvertently discarded subsequent to the event.